Event description:
It was reported by service report that the foot end side rail will not go up due to the gatch cover being bent. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Thigh section bent.